Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was working well since the beginning of the procedure. Mid-surgery, the console surgeon noted that the cable from the fenestrated bipolar forceps was broken and the instrument was defective. The remaining lives of the fenestrated bipolar forceps was 6 out of 14 lives. The procedure was completed successfully with no reported injury.